Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jan-2026, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor could not be inserted through the ar-3610ctc-2 tight curved fibertak spear, as the guide was too tight to allow insertion. The surgeon successfully implanted a total of six ar-3636 anchors during the procedure, two using a straight guide and four using the tight-curve guide. However, one anchor with lot number 15514840 could not be advanced through the tight-curve guide due to excessive tightness. The issue was identified during a shoulder bankart/labral repair procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 21-jan-2026: a different ar-3636 anchor was attempted using the same tight-curve guide and advanced successfully. The lot number for the ar-3610ctc-2 tight curved fibertak spear used is unknown. Resistance occurred when the anchor advanced to the point where the thicker red plastic portion of the shaft entered the guide¿s cannulation. No portion of the instrument or implant broke during the event. The surgery experienced an approximate 2-minute delay, and no additional anesthesia was administered. The case was completed using another ar-3636 anchor.